Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received stuck button alarm and were unable to clear it. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to revert to backup plan per healthcare professional's instructions. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. The keypad connector was inspected and fully locked on lcd board.